Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported by the affiliate in (B)(6) that during a percutaneous vertebroplasty (l2) procedure on (B)(6) 2022, it was observed that the trial balloon device broke as the surgeon applied the fluid volume up to 5 ml. The procedure was completed without surgical delay. There were no adverse patient consequences reported. No additional information was provided. This report is for one vbs w/balloon sm device. This complaint involves one device.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part # 09.804.600s. Synthes lot # 82237158. Supplier lot # 82237158. Release to warehouse date: 19 nov 2021. Expiration date: 01 nov 2024. Supplier: confluent medical technologies. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.